Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient presented with a malfunctioning ins and had a full system replacement. Post-procedure, the patient was transferred to recovery room in satisfactory condition. No patient symptoms were reported. No further complications were reported.